Manufacturer narrative:
The reagent lot number is 85870501 and the expiration date is 31-may-2026. Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The alarm trace showed abnormal aspiration and sample short errors. The field service engineer (fse) found that the sample probe tip was dirty and replaced it. The fse adjusted the rinse station and sample probe and performed precision testing, mechanism checks, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable total protein gen.2 results for 2 patient samples on a cobas c 503 analytical unit. The customer questioned the initial total protein results as they were lower than the albumin results. For sample 1, the initial result was 3.21 g/dl. An aliquot of the sample was repeated and the result was 5.70 g/dl. For sample 2, the initial result was 4.3 g/dl. The sample was repeated on another analyzer and the result was 6.9 g/dl. The repeat results were deemed correct.